Event description:
The customer contact reported an adverse event while the device was in use. At an unspecified time, the device was programmed in the pca only mode to deliver morphine sulfate 1 mg/ml, with a 5 mg pca dose, a 15 minute pt lockout, and a 30 mg 4 hour limit. After an unspecified length of time, the pt complained of inadequate pain relief and the physician changed the pain medication to an unspecified concentration of demerol. No specific programming parameters were provided. After an unspecified length of time the nurse found the pt difficult to arouse. A code was called. The pt was treated with two doses of narcan. The pt responded. The physician reportedly stated that the pt was oversedated. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.